Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that several mode switches and noise was observed on the atrial lead. The episodes were brief and reproducible with pocket manipulation and movement. The patient and lead were to be monitored. The patient was stable.